Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "hiccup as a result of late lead perforation: report of two cases and review of the literature." Europace. July 1 2009;11(7):963-965.

Event description:
A journal article was reviewed that contained information regarding this lead. The patient reportedly hiccuped and had lead perforation. Additional information received indicates the physician noted that the lead had dislodged and was responsible for the hiccups. The lead was removed. No further patient complications were reported.